Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device between 36 and 48 hours. The patient experienced redness, swelling, and pain at the infusion site and reported that the cannula had not been properly inserted into the abdomen, subsequently resulting in blood glucose levels exceeding 250 mg/dl. Due to the infection at the pod site, the patient sought treatment at an urgent care facility around (B)(6) 2026 and remained there for several hours. The patient was treated with a 5- to 10-day course of oral antibiotics. The patient was unable to recall the specific dates of treatment or any diagnosis that was provided.